Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 analyzer and found the mixer motor driver board was defective. The fse replaced the mixer motor driver board to resolve the issue. The fse performance calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case(B)(4).

Event description:
The customer reported one patient had low results for ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. The customer repeated the patient samples and obtained normal results. The initial low results were reported out of the laboratory. However, there was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for this patient.